Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.

Event description:
It was reported that approx 2 months post-implant of a bifurcated device and an infrarenal aortic extension, a type ii endoleak and possibly a proximal type I endoleak were identified on a follow-up computed tomography (CT) scan. Reportedly, the aneurysm sac was shrinking and the pt was asymptomatic; however, the physician elected to treat the pt with an additional suprarenal aortic extension. Repeat CT showed good seal and the type ii endoleak seemed better. The physician elected to monitor the pt for the next 6 months and determine a course of action at that point. It was reported that the pt tolerated the procedure well.